Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. Companion samples were available in the distribution center. One case of companion dialyzers (12 each) was returned from the reported lot for evaluation. Each dialyzer was returned sealed the prepackaging pouch. There was no damage or irregularities visually identified on any of the returned samples. The samples were forwarded to the quality systems (qs) laboratory for bubble point testing. The testing was completed and each dialyzer passed with no leaks or irregularities noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were three approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred 45 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred 45 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.